Manufacturer narrative:
An intuitive surgical inc., (isi) field service engineer (fse) was dispatched to the site to further investigate the reported event. Fse replaced the universal surgical manipulator (usm4) and distal set-up joint (dsuj) on patient side cart (psc) to resolve the reported issue. The system was tested and verified as ready for use. Isi has received the usm 4 and the fa is still in progress. The complaint was confirmed based on the field evaluation. Isi did receive the da vinci product(s) involved with this complaint to perform failure analysis. The dsuj was analyzed and error(s) - 25730 , 30 and, 40084 were observed on it. Upon visual inspection, setup fru lower (sfl) printed circuit assembly (pca) was damaged. Tornado link housing, drop link, all had extensive cosmetic damage and wrist brake had rust build up. The unit was installed onto a golden system and the unit started up in normal mode without triggering any errors. The unit was then installed onto a pftp and the unit failed the tornado friction test. The complaint was confirmed based on the failure analysis.

Event description:
It was reported that during a da vinci assisted surgical procedure, the system was faulting with non-recoverable error. Customer stated that issue was related to armnet 4 of patient side cart (psc). System logs were unavailable at the time of call. Prior to calling in an intuitive surgical inc., (isi) technical support engineer (tse) , customer rebooted the system but, with no change. The procedure was converted to another da vinic system with no reported injury. An isi field service engineer (fse) to follow-up. Intuitive surgical inc., (isi) followed up with the initial reporter and obtained the following additional information: the system did not present any faults when initially powered on. The faults occurred after the procedure was started.

Event description:
Refer to h11 for follow-up information.

Manufacturer narrative:
Intuitive surgical inc., (isi) did receive the da vinci product(s) involved with this complaint to perform failure analysis. The usm was analyzed and was not confirmed as having occurred in the field and not replicated. Logs recorded error 25730 pointing to the suj unit was tested on an in-house system in normal mode with no triggered errors. Unit was also tested on a pftp where all test passed. No signs of damage during visual inspection. Root cause could not be determined because the unit is considered wrong part sent back. The complaint was confirmed by failure analysis. The root cause is attributed to non-device related factors.